Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor of the device was damaged, the device would not run, and the device failed pre-test for check for excessive noise. Therefore, the reported condition that the motor of the device did not function was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged, the device would not run, and the gear was worn. It was further determined that the device failed pretest for check function of soft mode switch (safety system), check for air leak, check for noticeable untrue running, check for excessive noise, check starting behavior at 3 bar, and check the power with test bench. It was noted in the service order that the motor did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.